Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.